Manufacturer narrative:
Retainer ring = black on (B)(6), 2021 the customer alleged blank display, medtronic symbol, pump error 81 and pump error 82. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the device accuracy test at 0.0871 inches. The following were noted during visual inspection: minor scratched display window, scratched case, scratched display window cover, pillowing keypad overlay and scratched keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump. No unexpected insulin pump error alarms noted during bolus delivery. The insulin pump was programmed and monitored for 2 days. No blank display, unexpected medtronic symbol anomaly, pump error 81 or pump error 82 noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted in the pump history file on the event date. Please see below for the pump error 82 and pump error 81 listed in the pump history file. On (B)(6) 2021 13:20:06.000 alarm alert notification fault number: motor power request timeout alarm (82) on (B)(6) 2021 13:20:06.000 alarm alert notification fault number: motor power request timeout alarm (82) on (B)(6) 2021 13:20:06.000 alarm alert notification fault number: motor acknowledgedment command timeout alarm (81) the power connector was plugged in properly. No damage noted on the electronic assembly, motor or force sensor during visual inspection. The motor was tested outside of theinsulin pump and passed.blank display and unexpected medtronic symbol anomaly not confirmed during testing. Pump error 82 and pump error 81 was confirmed in the pump history file, problem isolated to the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer reported that they were able to clear and not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.